Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+2.0/093 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2021. An alternate was successfully implanted at a later date. Reportedly, there was no patient injury. The cause of the event is reported as the "lens got stuck in the plunger and got torn while pushing completely in ac."